Event description:
I had laser eye surgery about 5 years ago. It went well, and generally speaking I am very happy with the results. I was initially corrected to 20/15!! However, my night vision is not what it used to be. I noticed that I needed glasses to drive (no biggie since I needed them to drive all the time prior to surgery) but it's like my ability to see at night is dampened even with glasses. I crashed on my bike monday because I couldn't see the trail. This is not a big deal and I've adjusted, but I do think it's a side effect of the surgery, or maybe people get used to not needing glasses and then when the eyes drift it first comes up at night. I had the halos etc, but these resolved within a few months. This issue is mostly solved with glasses, but it warrants informed consent. I still would have gotten the surgery, but known to get glasses for night driving earlier.